Event description:
Additional information was requested on 8/30/2010, 9/27/2010 and 10/4/2010 and no additional information has been received.

Event description:
It was reported that during an anterior resection procedure, the stapler cut tissue but did not form staples properly. They formed on one side but not all the way round. Patient had to be converted to hartman's. Rather than being able to join patient bowel to rectum, gave patient a stoma. Not sure if may be possible to perform reversal at a later date.

Manufacturer narrative:
(B)(4) = safety release damaged.

Manufacturer narrative:
(B)(4).